Manufacturer narrative:
(B)(4). Unit had unresponsive buttons due to flattened (creased) aesc, act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The customer stated that the drive support cap was normal. Customer reported that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.